Event description:
The hosp reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the co2 did not inflate the tunnel while harvesting the saphenous vein. The hosp checked both the kit and the machine; co2 was flowing from the machine but not through the device. Additionally, smoke was building in the leg rather than evacuating after cauterizing. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).